Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2020-30886. It was reported that the patient experienced uncomfortable stimulation in their ribs. Imaging showed that the leads had migrated. In turn, surgical intervention was undertaken wherein both leads were explanted, but the ipg remains implanted.